Event description:
On (B)(6) 2011, pt reported receiving an e2 (battery depleted) on her infusion device. Pt stated, the battery cover and battery was stuck in the infusion device. Patient is new pump therapy. Reviewed using the correct battery removal tool. Reviewed how to use the tool. Pt reported, the battery cover remained stuck on the infusion device. Pt stated, she doesn't recall receiving the a2 (battery low) error message prior to the e2. Reviewed alarm history with pt; did not find a2 alert. Assisted pt with programming her backup infusion device. Assisted pt with placing backup infusion device into run mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced adn requested return of the alleged product for evaluation.